Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. The DHR was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The case is not due to design. Based on the results of the legal manufacturer's investigation, and the inability to evaluate the subject device and reproduce the event, a definitive root cause of the b30 error could not be identified. However, it¿s likely the cause is related to the attachment of foreign substances and moisture at the electrical junction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Additional information was requested from the reporter. The device referenced in this report was not returned for evaluation, therefore the device evaluation could not be completed at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus while the 190 series scopes were connected to the evis exera iii xenon light source a b30 (scope communication error) occurred. There were no reports of patient harm or impact associated with this event.